Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the customer was having issues with the insulin pump alarming sensor error during the initial stage. Customer's blood glucose was 183 mg/dl. Troubleshooting was performed and customer was advised the sensor needed more time to stabilize. Customer disconnected and reconnected the sensor in attempt to fix the issues. Customer was advised to monitor the sensor and call back if issues persisted. Customer called back and stated she waited two hours for the sensor to stabilize. She attempted to calibrate the sensor and the insulin pump alarmed calibration error and sensor error. Customer was advised to remove the sensor and it was noted it was split. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor passed per specifications with accurate readings.